Manufacturer narrative:
No conclusion code available. Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the transmitter did not power on. No damage was noted to the prongs. The device was replaced.